Event description:
A customer reported experiencing a cgm error 42 while using their device. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with complete instructions for resetting the pump, and after following these instructions, the customer was able to successfully start a new sensor session without encountering the error again.